Manufacturer narrative:
(B)(4). As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that noise was observed on the right ventricular lead real-time electrograms, but was not being sensed by the device. It was recreated with arm movement and breathing in and was only seen on the rv channel. Pacing impedances were in the normal range of 790 to 860 ohms. The patient has heart block and is pacemaker dependent. Further information was received by the field representative. The possible cause of the noise was thought to be diaphragmatic signals, otherwise, the origin is uncertain. Rv sensitivity was reprogrammed to 5 mv to make sensing less sensitive. The device was not sensing the noise and the plan is to monitor. It was confirmed by the field representative that there have been no adverse patient effects. The system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.